Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they experienced an incomplete cut from the buttress material of reinforce reload and they need to manually cut it using a surgical scissors. They also noted that there was excessive force required error displayed when they fired the stapler and they could not advance the firing further. There was no reported patient outcome.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices and two photographs. Photographic inspection noted that the first reload was fully fired, the distal sutures released, and no buttress material. It was noted that the second reload was partially fired to the 1.5 cm cut line with the distal sutures still attached. Sub-flush staple pushers were noted on both reloads. Physical inspection and functional testing could not be completed as the physical device was not returned. Visual inspection of the returned product noted that one of the reloads was fully fired, while the other was partially fired. Microscopic evaluation noted that one of the reloads had damage to the cutting edge of the knife blade. The clamping mechanism was deformed on both reloads. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were applied to test media and cycled without hesitation or binding. All staples were placed and test media was cleanly transected. The distal cartridge suture of the second reload would not release. The living hinge was fully advanced and the retainer was centered in the retainer. The suture looked as if it had been pulled down by the advancing living hinge. The bell shaped suture tail prevented the suture from releasing, the suture had been pulled down instead of pushed out of the slot. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the bowed anvil, deformed anvil clamping mechanism and partially flushed staple pushers. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs of the devices. Photographic inspection noted that the first reload was fully fired, the distal sutures released, and no buttress material. It was noted that the second reload was partially fired to the 1.5 cm cut line with the distal sutures still attached. Sub-flush staple pushers were noted on both reloads. Physical inspection and functional testing could not be completed as the physical device was not returned. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right thoracotomy latissimus dorsi flap and right upper lobectomy procedure, the buttress material of the reinforced reload was not cut completely and the device also displayed excessive force error and the firing could not be advanced further. Surgical scissors were used to cut the material. There was no patient injury.